Manufacturer narrative:
Summary of analysis: the lead was clamped using a tool with such a force at the end of the connector pin section that the metal conductor sleeve was completely crushed. This unusually high force caused the separation of the silicone rubber boot.

Event description:
The reporter indicated that during an explant, the lead insulation separated when the pin was being pulled from the pacer header.